Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the blue lumen was broken and therefore blood would leak from it. This was noticed during the procedure. The patient was involved with no injury.

Manufacturer narrative:
S this complaint was investigated. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance¿s (ncrs) related to the reported issue for the involved lot. No changes were identified that may impact the product or process related to the reported condition during a period of six months prior to manufacturing date. The product sample was returned for investigation. The catheter presented signs of use (remains of blood). Visual inspection was performed and it revealed one cut and one hole in the venous extension in the area where the adapter meets the silicon extension. The cut looked clean and the hole is irregular. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified: material, man (manufacture operator), machine, method, and measurement had no potential root causes identified for this complaint. Man (customer misuse): sample was returned showing signs of use. The defect was not identified before the insertion. Additionally, manufacturing performs 100% visual inspection on catheter extensions and 100% high pressure (leak) test. Based on the appearance of the cuts that were found in the venous extension, it can be concluded that this issue could be related to the use of sharp objects or objects with rough edges. Therefor this potential root cause is not discarded. The reported issue has been confirmed. The most probable root cause can be considered as misuse. This issue was more likely damaged during use caused by the inappropriate use of sharp objects or repeated clamping. No complaints trends or triggers were identified. Additional corrective or preventive actions are not necessary at this moment. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.